Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer with a neurostimulator for failed back surgery syndrome. It was reported that the implantable neurostimulator (ins) moved and was now above the patient's belt line. The patient wanted it moved back down. The event occurred in (B)(6) 2015. Information regarding the steps taken to resolve the issue and circumstances that led to the issue were requested. The event will be updated should additional information be received.